Event description:
It was reported that in preparation for a percutaneous coronary interventional procedure, the sheath was torn. The lesion location was not specified, however, the vessel was calcified and moderately tortuous. While setting the speed of the rotalink plus unit outside of the pt's body, the sheath separated. The procedure was completed with another of the same devices, and pt status was reported as 'good'.

Manufacturer narrative:
.